Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The t handle was cracked but remained all together and no pieces broke off.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A complaint was received regarding two excel t-handles stating: "crack in t handle but remained all together and no pieces broke off. This did not delay the case and patient was not effected. This is a reoccurring incident with plastic t handles." The devices associated with this report were not returned. Follow up communication for product return was unsuccessful. None of the information provided confirms the complaint. A complaint database search on the provided product code (200142000) identified similar reports for handle damage breakage. Based on the data acquired during failure analysis of a previous investigation, (B)(4). , the t-handles are cracking due to environmental stress cracking. This is due to the combination of normal loading or usage of the instrument and exposure to chemicals they are not intended to be (non-compliant to cleaning guidelines) leading to weakening of the material over time. A previous investigation (B)(4). Was conducted by commercialized product development to determine if a product improvement is necessary. Dra-004006 was completed in june of 2016 and concluded no design solutions identified which would reduce the risk of handle fracture without introducing new risk. However, with no instrument returned and no more information, no root cause can be determined for this specific instrument. We continue to monitor complaints under post market surveillance sep-419. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.